Event description:
Account alleges the hilo is drifting. I asked him to clean or replaced the hilo brake assembly. Account stated no pt was in the bed and no injury reported. The bed was found in pt's room. Repair has not been completed at this time.